Event description:
Caller reported a malfunction on the pump, specifically indicating a malfunction code. Although a malfunction occurred, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed normal ranges. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur afterwards.